Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system shut down after placement of the consumable pak. The staff was able to reboot the system to perform the surgery . There was no patient involvement.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was unable to troubleshoot the issue remotely and asked to have a service representative come examine the console. The next day the system was examined and the reported ¿shut down¿ was not replicated by the company representative. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 20, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).